Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was low angulation. It was also observed that the plastic distal end cover had a minor dent and scratch, not affecting functionality. Lastly, it was also observed that the glue on the bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Related complaints: (B)(4), evis exera iii colonovideoscope, serial (B)(6). (B)(4), evis exera iii gastrointestinal videoscope, serial (B)(6). (B)(4), evis exera iii gastrointestinal videoscope, serial (B)(6). (B)(4), evis exera iii colonovideoscope, serial (B)(6).

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had blue and white residue that returns despite cleaning the scope with alcohol or after being reprocessed. The reported issue was uncovered during preparation of use for an unknown procedure. The customer also indicated that the evotech reprocessing machine was serviced and inspected, along with the supplies used. No findings were reported from this inspection. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as blue and white residue on the light guide - however, the foreign material was unable to be further specified. Moreover, no physical damage was noted on the location where the foreign material remained, nor was any obvious deviation of reprocessing. It was presumed that the event may have occurred due to the user of a third party device (evotech aer); however, the event did not occur during on site training/reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect and prevent the suggested event by handling the device in accordance with the following instructions for use (IFU): detection method is described in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.